Event description:
It was reported that the patient presented to the electrophysiology (ep) lab due to loss of capture of the right ventricular (rv) lead. An x-ray prior to the procedure and fluoroscopy during the procedure were performed, confirmed rv lead dislodgement. The physician elected to explant the rv lead and replace it with a new one. The patient¿s condition remained stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification.